Event description:
User facility reported that the device was in use with patient. According to reporter, after three weeks' use the device flange tore where it met with the tracheostomy tube. According to reporter, the patient required an emergency tracheostomy tube change. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up detailing the results of the evaluation.